Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - submission date 10/02/2014. The report originally stated that recent adjustment was made to the basal and bolus settings. Review of the event indicated that no recent adjustment was made to the pump settings. The initial reporter was originally reported as (B)(6), the correct initial reporter¿s name is (B)(6), same address and phone number.

Event description:
On (B)(6) 2014, the pump educator contacted animas, alleging that the patient experienced hyperglycemia due to a power issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was as high as 375 mg/dl with atypical thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy with recent adjustment to the basal and bolus settings by the health care professional. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alarmed for replace battery multiple times since over two weeks ago. The reporter stated that the correct battery type was used and it matched the settings in the pump. The troubleshooting session was unable to identify a cause for the alleged battery life issue. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported on the alleged battery life issue of unknown causes.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found the reported replace battery warning 6 days before the complaint date. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications. Pump casing was opened and no evidence of moisture or loose components was found inside the pump.